Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair (ipom), while on final step, the tacker went all the way through the mesh and would not hold it to abdominal wall. In order to resolve the issue, had to open additional tackers, the tacker fired properly and got adequate purchase. However, mesh pulled away from tack. Mesh remained implanted. Approximately 35 tacks and 2 stay sutures for fixation points were applied. No patient injury.